Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the ar-13995n needle could not go through the shaft as it was found to be obstructed. The most likely cause of the event is attributed to user error. Dfu-0392-sub-eo warns against the usages listed to help avoid needle breakage and potential patient injury.

Event description:
It was reported the scorpion is broken. No additional information was provided.